Manufacturer narrative:
Device evaluation: of the 7 allegations of a malfunction, 4 pumps were returned to animas and investigated. Of the investigated pumps, 0 were found to be malfunctioning.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
This report summarizes <noe> 7</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a unknown area issue. These reports were received from various sources. The patients associated with this allegation ranged from 8-63 years of age and between 0 and 0 pounds. Of the reported patients, 4 were male, 2 were female, and 0 were unknown.